Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a loose terminal lug on the harness connected to the 24.5v power supply with burned/charred signs on the wiring insulation. The fse replaced the burned terminal lug and repaired the wiring.

Event description:
The customer reported hearing a popping sound and noticed sparks and burning smell from the unicel® dxc 800 synchron® system. The customer saw sparks coming from the power supply area and immediately turned off the power to the instrument. There was no report of injury. The fire department was not called. The customer has risk exposure plan.